Event description:
It was reported that this right atrial (ra) lead in the implantable cardioverter defibrillator (ICD) system exhibited inappropriate mode switches due to oversensing. There was no noise noted on the right ventricular (rv) lead, so technical services (ts) ruled out electromagnetic interference (emi). Ts recommended the patient be brought in to evaluate with isometrics and check if noise could be recreated. No out of range impedances noted. This implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead in the implantable cardioverter defibrillator (ICD) system exhibited inappropriate mode switches due to oversensing. There was no noise noted on the right ventricular (rv) lead, so technical services (ts) ruled out electromagnetic interference (emi). Ts recommended the patient be brought in to evaluate with isometrics and check if noise could be recreated. No out of range impedances noted. This implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported.